Manufacturer narrative:
D2b: pro code - lit. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the shunt vessel. A 5.0 x 100, 75cm mustang ballloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 10 and 12 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.